Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes under filled or had low draw. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and found to be previously punctured with no vacuum within and thus could not be tested. Retention samples of the incident lot number were selected from bd inventory for evaluation/testing and upon completion, no issues relating to draw volume was observed as all samples drew within specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. The customer samples could not be tested as they had been previously punctured and contained no vacuum. Evaluation/testing of the retain samples was conducted and no issues relating to draw volume was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes under filled or had low draw. No serious injury or medical intervention was reported.